Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin on demand transmissions. The patient's implantable cardioverter defibrillator(icm) exhibited non-sustained ventricular over-sensing. While the patient's right ventricular(rv) lead exhibited loss of capture and a high capture threshold. Programming changes were made. The patient was stable. Related manufacturer reference number: 2017865-2019-05075.